Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months. The pump remains in use supporting the patient. No further issues have been reported. A direct correlation between the device and the reported stroke could not be determined. The instructions for use lists stroke and bleeding as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital for gi bleeding and epistaxis. The patient's hemoglobin was 7.7 g/dl, and was transfused with 1 unit of packed red blood cells. The upper endoscopy did not show any signs of active bleeding. The patient was discharged on (B)(6) 2015. All of the patient's anticoagulation medication was discontinued and remains off at this time. It was reported that weekly blood draws are taken, and the patient's lactate dehydrogenase and plasma free hemoglobin are monitored and remain stable. The patient's pump parameters are within normal range. No recurrent bleeding has been noted at this time.